Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) pump explanted due to the pump never pumping properly. The patient had a different pump implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found in the pump, although, the pump did not pass the 8lb. Activation test. The pump required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Product analysis confirmed the pump malfunction. Patient impact added to this report.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) pump explanted due to the pump never pumping properly. The patient had a different pump implanted. This procedure was completed successfully.